Event description:
It was reported the gastrovideoscope had no ultrasound image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was unable to be confirmed. A root cause could not be identified based on the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrovideoscope had no ultrasound image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 5/19/2015 h4.

Event description:
It was reported the gastrovideoscope had no ultrasound image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.